Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient reported that they fell and then had pain and a change in therapy. This was occurring daily. No positional movement or emi affected the therapy. She experienced pain all over and she was sore all over as well. The patient had an appointment with a manufacturer representative (rep) but couldn't make it due to the pain. The patient was redirected to their healthcare provider (hcp). Relevant medical history included spinal pain. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.